Event description:
Pt admitted with new onset of congestive heart failure, elevated cardiac enzymes, consistent with recent myocardial infarction. On 2/21 a heart catherization, angiography and angioplasty was performed. Because the pt was suffering from cardiogenic shock and pulmonary edema, an intra-aortic balloon pump was inserted in the proximal descending counterpulsation aorta. On the evening of the 22nd, red and brown flecks were noted in the tubing, and the pump was alarming "check catheter". Pump was checked with no indication of any problems. Pt coded and subsequently expired. The medical examiners office determined pt died of natural causes - congestive heart failure. We are unable to document if balloon ruptured. Device was left in for autopsy.